Event description:
Related manufacturer reference number:2017865-2023-48546. It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead and right atrial lead exhibited noise that was oversensed by the device. No intervention was performed and patient condition was unknown. The patient will continue to be monitored.